Event description:
It was reported an unknown issue occurred with the bmw universal ii guide wire. No additional information was provided. Return device analysis noted the teflon coating was scratched.

Manufacturer narrative:
B3- for reporting purposes, the date of event/procedure will be estimated as (B)(6) 2025 manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device and observed scratched teflon coating. Production record review was performed and revealed no indication of a product quality issue. Corrective and preventive actions (CAPA) review and query of the complaint handling system was not performed because a specific failure mode was not reported and similarity could not be determined. Based on the reported information and the observations from the returned analysis, the investigation determined that the observed scratched teflon coating appears to be related to operational context of the procedure. The observed scratched teflon coating likely occurred due to interaction with the toque device being tight against the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported an unknown issue occurred with the bmw universal ii guide wire. No additional information was provided. Return device analysis noted the teflon coating was scratched.